Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's handle has a "false contact". There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The customer reported on the wrong device. There is nothing wrong with the defibrillator. The issue was with a non-philips manufactured product.